Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred 1 minute into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred 1 minute into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 350ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was discarded.

Manufacturer narrative:
Plant investigation: there was one case of companion dialyzers (12 each) returned from the reported lot for evaluation. Each dialyzer was returned sealed the prepackaging pouch. There was no damage or irregularities visually identified on any of the returned samples. The samples were forwarded to the quality systems (qs) laboratory for bubble point testing. The testing was completed and 11 of the dialyzers passed with no leaks or irregularities noted. There was one dialyzer that failed the bubble point test. The dialyzer that failed was further evaluated in the complaint lab. It was determined that the dialyzer failed due to a potted fiber fragment that was found upon deconstruction. The fragment was found on the cavity ID end and measured approximately 3.25 inches in length. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were three approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.